Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's problem was with their pain pump. The problem occurred (B)(6) 2020. After the patient had testing on their stimulator it was indicated someone drove back to assure the pain pump was on and alarming. No further information was provided regarding the patient's pump.